Event description:
Info received indicates the casters at the head end of the stretcher are not holding in brake.

Manufacturer narrative:
The tech found the bolt and nut missing from the head brake linkage. The tech replaced the brake linkage to repair the stretcher.